Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (moisture ingress) issue. It was reported that there was moisture behind the display and intermittent power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-jan-2020 with the following findings: during investigation, the black box showed evidence of low battery warnings and power on resets. A 12 hour basal duration test was completed with no power loss or rebooting duplicated. The battery cap is secure with no evidence of moisture in the compartment. A leak test failed at the display lens seal. There was internal moisture was located on the printed circuit board components. The power issue was unable to be duplicated but internal moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.